Event description:
Boston scientific received information that during the implant of this device with non-boston scientific atrial lead, the pacing system analyzer atrial electrogram was not functioning appropriately. Right ventricular lead measurements obtained were within normal range, however the atrial lead measurements were not obtained. Post implant, high out of range atrial lead impedance measurements were obtained in bipolar programmed mode. The lead was programmed to unipolar and normal impedance measurements were obtained. The device sensitivity was reprogrammed. The patient has an intrinsic rhythm of sinus bradycardia. It was thought there may be a lead fracture, however there was concern this may be due to a connection issue. Further follow up will be performed. No adverse patient effects were reported.

Manufacturer narrative:
When additional information becomes avaialble, this event will be updated.